Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon exploded when it was being inflated during an inguinal hernia repair. It was also reported that the patient did not experience an adverse event.

Manufacturer narrative:
(B)(4) .evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that the balloon exploded when it was being inflated during an inguinal hernia repair procedure. The obturator was received. The inflation syringe was not received. Visual inspection noted that the valve seal was intact. The balloon was cut in half. The half not attached to the device was not received. The balloon was unable to be inflated due to the observed cut. The flapper valve functioned properly. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the cut balloon. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Therefore, no corrective action was generated for the reported condition. A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and reassessed at that time.